Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter into the sheath for post mapping and aspiration of the sheath, a continuous flow of air was seen. There was no fluid leakage around the hemostatic valve. The physician tried to aspirate the air out of the sheath, but a continuous flow of air was seen. The procedure was completed successfully with no patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter into the sheath for post mapping and aspiration of the sheath, a continuous flow of air was seen. There was no fluid leakage around the hemostatic valve. The physician tried to aspirate the air out of the sheath, but a continuous flow of air was seen. The procedure was completed successfully with no patient complications. The sheath was returned for analysis. It was further reported that air was not visible within the sheath and only upon the aspiration of the sheath did air continue to flow out the luer lock port. It was not clear if air reached the patient and no additional information on the health of the patient was indicated.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection revealed a kink near the distal tip of the sheath. The sheath was leak tested, and the sheath passed all leak testing. The valves were inspected using microscopy. No significant damage was noted, and no abnormalities were observed. The reported air ingress event was not confirmed.

Event description:
It was reported that air ingress occurred. During a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a mapping catheter into the sheath for post mapping and aspiration of the sheath, a continuous flow of air was seen. There was no fluid leakage around the hemostatic valve. The physician tried to aspirate the air out of the sheath, but a continuous flow of air was seen. The procedure was completed successfully with no patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that air was not visible within the sheath and only upon the aspiration of the sheath did air continue to flow out the luer lock port. It was not clear if air reached the patient and no additional information on the health of the patient was indicated.